Manufacturer narrative:
The reported events were lead dislodgement and unable to implant. As received, a complete lead was returned in one piece. Visual and x-ray examinations of the lead did not find any anomalies. Electrical tests did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that the patient presented for implant of the right atrial lead. During the produce the lead became dislodged after it was positioned. The physician made several attempts to reposition the lead, however, was unsuccessful due to the way that the lead was "formed". The procedure was completed with an active fixation replacement lead. The patient was stable.